Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported tat the device indicates that the speaker is defective with no confirmation of sound.it is unknown if the device was in use on a patient at the time of event.

Event description:
The customer reported that the device indicates that the speaker is defective with no confirmation of sound. Patient involvement is unknown. There was no report of patient or user harm. The device was received for evaluation at a philips authorized repair facility. Evaluation of the device determined there was no sound due to a defective speaker. A replacement device was ordered and shipped to the customer. We will consider that the customer resolved the issue using the replacement device ordered from philips. The malfunctioned device remains at plexus until it is repaired. No further investigation or action is warranted at this time.